Manufacturer narrative:
(B)(4). Eval: result: (endoleak). Result and conclusion: lack of info (unk cause of endoleak).

Event description:
An endurant abdominal stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm approx one month ago. The vessels were not tortuous. It was reported that on final angiogram, an endoleak was observed. The location of the endoleak was one stent over the aortic bifurcation. The physician assumed that this might be a hole in the stent graft. After over-stenting with a second stent graft, the endoleak resolved. No add'l clinical sequelae were reported and the pt is fine.